Event description:
The patient stated when he went to bed, his blood glucose readings were in the 150's mg/dl, but when he woke up this morning, it was 375 mg/dl. He stated he had fruity breath and he treated his reading by bolusing 15 units of insulin through his infusion device. He said that 1.5 hours later he again took his blood glucose reading, and it was 415 mg/dl. He said he then disconnected from his headset and primed the infusion set, but no insulin came out. He stated he could not see the piston rod turn. He stated he then removed the cartridge and ran another prime without the cartridge, but still could not see the piston rod turning. To troubleshoot, the patient was instructed to try to run a prime which he did without error. This procedure was repeated with the same results. The issue could not be duplicated. The patient was asked to change his infusion headset, but he declined. Troubleshooting did not find any issues with the product. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.